Event description:
A problem was reported. Patient reported priming bolus with unknown catheter volume on (B)(6) 2012 with symptoms. Hcp reported the catheter volume read on the pump was 0.01ml. Company representative reviewed that the company did not keep track of the catheter lengths. Physician assistant (pa) decided on a length of 69 cm (89cm-20cm) which gave a volume of 0.152ml (69cm x 0.0022 ml/cm). This was the catheter volume to prime after aspirating form cap for csf drawback. Hcp used compounding pharmacy for meningitis and wanted to check the color of the csf as the patient had been sick. It was reported csf was clear. Hcp stated that at the time of the pump replacement the patient was overdosed but no details were reported on that event. System used to deliver hydromorphone. Follow up has been requested but no additional information was received as of the time of this report. A report will be provided if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).